Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. The customer's blood glucose (bg) was between 250 mg/dl and displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer reverted to an alternate method of insulin therapy.